Manufacturer narrative:
Reliability analysis inspected four opened/used sof-sensors, and performed the sensor initialization test, and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensors. All four sensors functioned properly.

Event description:
Customer initially called in to report she received a lost sensor alert and the light on the transmitter did not flash when connected to the site. During troubleshoot; customer reported her blood glucose value at the time was low at 50 mg/dl; current value is 91 mg/dl. She didn't want to further troubleshoot, she wanted to change the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.